Event description:
Info received indicates while performing a safety check the technician found the ground resistance was too high.

Manufacturer narrative:
The technician tightened a loose ground strap from the electrical box to the frame to repair the bed.